Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) between 400mg/dl, -500 mg/dl, no symptoms. Patient was treated with insulin via pump. During troubleshooting, the reporter alleged the rf communication failed during the bolus. Reporter stated the bolus was not cancelled, pump started delivering. The communication issue is not being reported because the communication failure does not affect long term insulin delivery. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: pump passed delivery accuracy test and found to be delivering within required specifications. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity related to the complaint observed in the black box or download history. Returned battery cap used for investigation. Pump paired successfully with a test meter. Boluses executed using meter remote with no errors occurring. Pump passed rf testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.